Manufacturer narrative:
This report is submitted on march 22, 2023.

Manufacturer narrative:
This report is submitted on february 23, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an accidental electrode cut. The patient was reimplanted with another cochlear device during the same surgery.